Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that her blood glucose readings were not being stored in the memory of the contour next ez meter. During the call, a blood glucose testing was performed by the customer, which was properly stored in the meter's memory. There was no allegation on an adverse event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next ez meter for evaluation. During in-house investigation, returned meter switched on as expected after batteries were put in the meter, since the meter was returned without batteries. Date and time were incorrect on the meter. Blood glucose readings from the meter were downloaded to glucofacts deluxe, which showed abnormal trends in testing habits. It was indicative of customer mistakenly altering date and time on meter without noticing prior to testing. Date and time was corrected on the meter and three control tests were run using the returned meter with in-house contour next test strips and in-house contour next control solution. All three readings were within specifications and properly stored in meter's memory.